Event description:
During index procedure, a complete se stent was used to treat a dissection. It is reported that the patient suffered from an aneurysm spurium on the same day as the index procedure. The patient underwent aneurism elimination surgery of the left limb. Investigator has assessed that the event was not related to the study device but was related to the procedure. The event was resolved. Complete se is under ide investigation for sfa indication. For purposes of MDR, complete se sfa is considered the same as complete se iliac.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (aneurysm or pseudoaneurysm in vessel or at vascular access site). Evaluation conclusions: inherent risk of procedure ¿ (aneurysm or pseudoaneurysm in vessel or at vascular access site). (B)(4).

Event description:
Status of the aneurysm spurium event on the same day as the index procedure is currently unresolved.

Manufacturer narrative:
It is reported the patient has recovered. If information is provided in the future, a supplemental report will be issued.